Event description:
Pcea pump keeps saying "air in line" despite no noticeable air in the line. Tubing was primed and reprimed several times. Also changed the actual tubing out and the pump continue to say "air in line."